Manufacturer narrative:
The MFR is attempting to acquire additional information from the hospital regarding the event and patient outcome. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the patient was admitted for right heart failure. The patient had a thoracentesis performed and approximately 1 liter of fluid was removed from the patient's right side. The patient was discharged and placed on milrinone.